Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review was performed. The device was returned for evaluation and the investigation confirmed a break. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq7552 pta balloon dilatation catheter allegedly experienced material deformation and break. The information was received from one source the malfunction did not involve a patient. Patient information was not provided.